Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the clinic, externalized conductors were observed on the riata lead via chest x-ray. Lead measurements were good. Physician elected to monitor the lead. Patient is good condition and will continue to be monitored via remote care.